Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion while infusing total parenteral nutrition with a volume to be infused 2 liters (rate unknown). 250ml were left over at the end of the infusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.